Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 26. On 2024-01-17, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, abscess and inflammation. No further patient complications were reported.